Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient had a loss of symptom control, he was experiencing fecal incontinence. Patient said about 2 weeks ago he had increased his stimulation up to 5.2 v. During the call patient increased stimulation from 5.2 to 5.6 v and could feel stim comfortably in the correct area and was advised to observe symptom response and to contact the doctor if symptoms persisted. Patient said prior to his loss of symptom control he had fallen off a chair and because of the fall he couldn't walk and there was a bruise near his stimulator. Patient said that he thinks this could be causing issues with his symptom control. Patient said that he got device for fecal incontinence but that since he got device he's had issues with sometimes having constipation and fecal matter that came out was the consistency of rocks. No further complications were reported or are anticipated.